Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant procedure, the lead was repositioned three times but could not get great thresholds. A different lead was used to complete the procedure. The serial number of the non-implanted lead was provided to device registration, and later the implanted lead serial number was provided. No patient complications have been reported as a result of this event.